Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low battery problems and high blood glucose readings. The customer's blood glucose reading was 550 and then 569 mg/dl. The customer checked the alarm history and found several low battery and weak battery alarms. The customer was sent a replacement battery cap. Nothing was returned.